Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and after reviewing the device history review, no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The system was extracted and a new system was re-implanted. The patient tolerated the procedure well and returned to his room in a normal, stable, hemodynamic state.